Event description:
It was reported that the patient presented to the emergency department with loss of right ventricular capture. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).